Manufacturer narrative:
(B)(4). Additional information: the device was manufactured august 02, 2014 ¿ august 03, 2014. Visual inspection revealed white particulate matter floating in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white, floating particulate matter in a small volume infusor. This was noted before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.